Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol ventralex hernia patch, reference number 0010303, lot number husf0458 was implanted to repair the hernia defect. On (B)(6) 2011: the patient underwent an additional surgery to repair the hernia defect and remove the ventralex hernia patch mesh because the mesh was allegedly defective, failed and "caused damage to her internal organs." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch mesh.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol ventralex hernia patch, reference number: (B)(4), lot number: husf0458 was implanted to repair the hernia defect. On (B)(6) 2011: the patient underwent an additional surgery to repair the hernia defect and remove the ventralex hernia patch mesh because the mesh was allegedly defective, failed and "caused damage to her internal organs." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch mesh. Addendum per additional information provided: on (B)(6) 2009: patient was diagnosed with symptomatic ventral hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿the hernia was a large, incarcerated piece of omentum which was mobilized circumferentially and omentum was reduced. A ventralex mesh was placed intraabdominally underneath the fascia and stitched.¿ on (B)(6) 2009: patient visited hospital for abdominal and epigastric pain. On (B)(6) 2010: patient was diagnosed with descending colon colitis, sigmoid diverticulosis and internal hemorrhoids thereby underwent colonoscopy with biopsies. On (B)(6) 2010: patient frequently visited hospital for ventral incisional hernia and abdominal pain. On (B)(6) 2011: patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with explant of ventralex mesh and implant of synthetic mesh. Per operative notes, ¿adhesions to the previously placed mesh were taken down. There was hernia at the umbilical position, inferior to the previously placed mesh with a large amount of omentum and was reduced. The mesh was then excised, a piece of synthetic mesh was inserted into the peritoneal cavity and secured.¿ attorney alleges that the patient had adhesions, pain and hernia recurrence.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 10 months post implant of ventralex mesh, patient was diagnosed with abdominal pain, adhesions and hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists pain and adhesions as possible complications. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.